Manufacturer narrative:
(B)(4). E7058 wallflex biliary fully covered chronic pancreatitis registry clinical trial. He complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered study stent was implanted on (B)(6) 2014 as part of the e7058 wallflex biliary fully covered chronic pancreatitis registry clinical trial. The patient was enrolled into the clinical trial on (B)(6) 2014 and randomized to the metal stent arm of the study. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The etiology of the patient's chronic pancreatitis was alcoholic and calcific. The patient was hospitalized on (B)(6) 2014 and a pre-study stent placement cholangiogram revealed a distal biliary stricture. On (B)(6) 2014, the following baseline biliary obstructive symptoms were identified: upper right quadrant pain, fever/chills, jaundice, and nausea/vomiting. On (B)(6) 2014, liver function tests were performed. The patient first had a wallflex biliary rx fully covered study stent (the subject of manufacturer report #3005099803-2015-01237) implanted during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2014. The stent was later removed on (B)(6) 2014 during an (ercp) procedure, and a second wallflex biliary rx fully covered study stent (the subject of this report) was deployed in a satisfactory position to complete the procedure. On (B)(6) 2015, the patient returned to the hospital with angiocholitis which was deemed related to the study stent. Assessment of biliary obstructive symptoms reported fever/chills. The patient was admitted to the hospital on (B)(6) 2015. On (B)(6) 2015, during an erpc, it was noted that the stent had partially migrated distally and there was evidence of stricture proximal to the original site. The wallflex biliary rx fully covered study stent was removed, dilation was performed and 2 non-bsc plastic stents were placed. The patient was discharged and the event was considered resolved on (B)(6) 2015.